Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that there was a leak at the luer lock connection. The customer's blood glucose level ranged from 262-322 mg/dl. Customer continued to use pump and the exiting supplies for insulin therapy.